Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. The lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11- manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect - clinical code (e): 2140 and 2227 should be added. H6- health effect- impact code (f): 2199 should be removed and 4629 should be added. H6- medical device problem code (a): 3189 should be removed and 2993 should be added. H11- manufacturer narrative: 'secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.' Should be added. B5- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise, glares/haloes and blurred vision. In a separate surgery the lens was exchanged for same model/length lens. The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise, glares/haloes and blurred vision. In a separate surgery the lens was exchanged for different model/ same length lens. The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim# (B)(4).